Event description:
It was reported that this patient"s pump emitted the non-critical alarm on the date of this report. The patient was told the pump needed to be refilled and that it would be "okay until wednesday" however; the patient was going to have the pump removed. The patient fell approximately three weeks prior to the date of this report and was hospitalized. The patient was told that "I"d pulled it about out of the fluid¿ and a surgery was scheduled for (B)(6) 2013. The patient was concerned that the catheter was partially dislodged, leaking into her muscles and as a result had not received the therapeutic effect she had in the past. The patient also experienced pain in her back and sweating and questioned if this was related to withdrawals. The patient was to be seen on (B)(6) 2013 but was concerned the pump would be empty before that date. The patient reported that the pump needed to be removed because she had "so many health problems" and needed many magnetic resonance imaging (MRI) scans. The other health problems the patient identified were blood pressure issues of which she was medicated for, a history of kidney failure, has had a blood clot in her heart and lung, and currently a pituitary tumor that needed to be removed. The patient's physician reportedly was going to provide the patient with oral medication to avoid withdrawals, wean the patient completely, and the patient was then to following with another pain clinic. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).